Event description:
Boston scientific crm received information that this right ventricular lead dislodged. The sales representative (sr) was called into the clinic to check on this patient due to pacing spikes on the qrs. There was no resulting pacing or sensing, as the lead had pulled all the way back. This patient is not pacer dependent. After discussion with the physician, it was noted that this patient also had an infection and everything would be removed. The explanted products have not been returned, and were sent to the hospital laboratory. Should more information become available to our company, this event will be reopened and updated as necessary. Although the event states that this device has been sent to the hospital laboratory, there was no explant date provided.